Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction (B)(4) medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications.

Event description:
A consumer reported since (B)(6) the patient was having different pain on the right side (the device was on the left side) so they had been leaving stimulation on all night. Stimulation had been increased but this didn't seem to help. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received the event will be updated. The consumer reported that the patient had been experiencing increased pain from the right hip radiating down to the right leg. The patient has been taking more medication. The patient had a spinal injection, but that did not help either and reprogramming was being requested. This was noted to be a sudden change in therapy/symptoms. Indication for use included spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.